Event description:
It was reported that in 2009, while in the cardiac care unit "the user didn't perform zeroing before use & catheter was connected to extension tube compatible with datascope by mistake. It was noticed after catheter insertion. The extension tube was exchanged with one compatible with arrow's pump (iap-0500j) & user tried to change the fiber optix senor (fos) value by pressing fos map key. The value was still indicated as 100% and catheter continued to be used. Pump then alarmed drain failure. After that, the condensate bottle was emptied. Although pump alarmed drain failure again, they continued to use the pump. In the morning on the following day, blood was noticed in the gas driveline tube. The user suspected a balloon leak; he tried to remove the catheter from patient (pt.). Difficulty was met upon removal; he managed to remove the catheter. In the end, the balloon was torn outside pt. A new catheter was not inserted since pt's condition was not good after catheter removal." Add'l info received on 12/28/2009 from another country's MFR states that there have been no pt complications reported.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.